Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir had air bubbles in reservoir and customer was in the intensive care unit due to severe accident in a month ago. Customer¿s blood glucose was 300 mg/dl at time of incident. Customer treated high blood glucose with manual injections and customer was using insulin pump within 48 hours of reported event as well as customer was on insulin pump while in the intensive care unit. Customer was unsure whether drive support cap was normal or damaged. Customer was advised to change reservoir as they cannot take the air bubbles out. Insulin pump and reservoir will not be returned for analysis. Unomed inf set.